Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that to have been on a boat with rough waters. Customer's blood glucose was unknown. Customer declined insulin pump replacement due to already having a new insulin pump.